Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammation, increase of volume, edema, induration, and adenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of inflammation, edema, induration, and adenopathy as follows: contra-indications: ¿ "juvéderm® volbella¿ with lidocaine must not be used in areas presenting cutaneous inflammatory and/or infectious processes (acne, herpes...)." Undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): ¿ inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site. ¿ patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported patient was injected to the longitudinal upper lip lines with juvéderm® volbella¿ with lidocaine as well as concomitant injection to the vermillion border and semimucosa with juvéderm® volift¿ with lidocaine. Approximately 3 months later patient developed inflammation that progressed until patient returned to the injecting physician 7 days later. Upon review, the physician noticed there was an increase of volume, edema, which was not present a month ago, and induration in multiple points of the treated areas. It was also reported the symptoms of edema, induration, and inflammation occurred on the lip and that patient developed adenopathy at the nasogenian surcus. Patient was prescribed ciprofloxacin and prednisone in decreasing doses. Symptoms resolved five months after injection. Twelve hours before injection and for 5 days after injection, patient took valaciclovir as a herpes preventative treatment.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the longitudinal upper lip lines with juvéderm® volbella¿ with lidocaine as well as concomitant injection to the vermillion border and semimucosa with juvéderm® volift¿ with lidocaine. Approximately 3 months later patient developed inflammation that progressed until patient returned to the injecting physician 7 days later. Upon review, the physician noticed there was an increase of volume, edema, which was not present a month ago, and induration in multiple points of the treated areas. It was also reported the symptoms of edema, induration, and inflammation occurred on the lip and that patient developed adenopathy at the nasogenian surcus. Patient was prescribed ciprofloxacin and prednisone in decreasing doses. Symptoms resolved five months after injection. Twelve hours before injection and for 5 days after injection, patient took valaciclovir as a herpes preventative treatment.